Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was short of breath during the alarm. The customer also reported that the patient was switched to a backup freedom driver without any adverse patient impact.

Manufacturer narrative:
Visual inspection of the driver revealed a fracture in the primary side of the piston cylinder assembly (pca) scotch yoke, a piece broken off of the scotch yoke on the secondary side of the pca and the secondary motor cam follower out of its original position, indicating that the secondary motor had been engaged. The customer-reported fault alarm was confirmed upon review of the driver's alarm history and reproduced during investigation testing. The root cause of the fault alarm was due to a malfunction of the main printed circuit board assembly (pcba), which was unable to operate the primary motor. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.